Event description:
I had saline breast implants since (B)(6) 2007. In 2012 I started having back pain. Over the years it's worsened and now every joint from my neck to my toes hurt. I spend most of my life in bed. If I could go back, I would have never gotten them, but then again, my plastic surgeon told me that they were safe; that I could still get a mammogram without a problem. That wasn't true. My symptoms that can be severe and affect every day living include: brain fog, memory loss, severe joint pain, muscle pain. Severe carpal tunnel in both hands, hair loss, dry skin, cold hands and feet, cold sweats, heart burn, acid reflux, trouble urinating, blurry vision, eye infections, restless leg syndrome, yeast infections (thrush), inflammation, seizures, rashes from the sun, balance problems (lots of falls), uti symptoms, heart palpitations, chest pain, trouble swallowing, which is a really scary feeling; and many more autoimmune symptoms. I also had to have a hysterectomy at age (B)(6). I never got to have another child, only one, due to this problem. I'm unable to work or do much and I'm only(B)(6) and I just wish I would have been told the warnings.